Event description:
The pt had been experiencing significant increased spasticity in spite of dose increase to 1060mcg/day and catheter replacement. In 2006, the hcp reported a pump memory error was noted when interrogating the pump. A double beep tone was hear. At the same time, mins later, the pump was longer occurring. A rotor study was done in 2006 that demostrated the rotor was not moving. The pt is scheduled for a pump replacement and is receiving oral antispasmodics.